Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test. No low battery alarm noted, device programmed with the current time and date and monitored for several days. The time and date is functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 500 mg/dl and 465 mg/dl. Customer kept bolusing and blood glucose did not come down. Customer changed site as well to treat the blood glucose. Customer declined to troubleshooting for the high blood glucose. Customer mentioned that there were multiple insulin pump error alarms in history. Insulin pump will be returned for analysis.